Event description:
Additional information was received that a clot of approximately 4cm was witnessed on echo post lvad implant, occasionally obstructing flow and leading to hemodynamic compromise for a prolonged period. Prior to lvad therapy being discontinued, a neurological exam was performed and signs of neurological compromise, including dilated pupils, were witnessed.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inflow cannula thrombus was unable to be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient's outcome could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombus, right heart failure, cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and arrythmia as potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced a ventricular tachycardia (vt) storm, hypotension, and intermittent no flow through the pump. A thrombus was seen on an echocardiogram (echo). It was documented as 2.8cm x 2.9cm in the inflow cannula. There were no previously known patient conditions leading to the thrombus formation. The patient was anticoagulated on heparin in a therapeutic range. A heparin-induced thrombocytopenia and thrombosis (hitt) assay was sent and initial screening came back positive. A serotonin release assay was pending to confirm as the initial screening could have been a false positive. The patient had mildly reduced right ventricular systolic function prior to left ventricular assist device (lvad) implant. It was unknown if the device contributed to worsening right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a thrombus on the left ventricular assist device (lvad) inflow and right heart failure. The pump was deactivated and remained implanted. The outcome was not device or therapy related and the device parameters (flow, speed, power) were within normal limits for this patient.